Manufacturer narrative:
Follow-up information received on 25-may-2016: despite follow-up attempts, no response was given to date. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then had major pain (interpreted as pelvic pain) and complications with bleeding (interpreted as genital bleeding). A surgery was scheduled to remove her fallopian tubes. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion, pelvic pain, genital bleeding and menses pattern changes may occur. Given the nature of the reported events, lack of alternative explanation, and positive temporal relationship, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention will be required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5060670) in united states on 11-apr-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for permanent birth control. She reported since the day she got essure she had major pain and complications with bleeding. She was uncomfortable on a daily basis and some days it was severe. She has a surgery scheduled for (date was unreadable) to get her tubes removed now, because according to her, that is the only thing to do in order to feel better. The consumer reported the following concomitant medication: levothyroxin and levo tri cyclen. Serious injury was mentioned as event report type, and other serious (important medical event) was mentioned as event outcome, but not specified and/or assigned to one of the events. Quality safety evaluation received on 26-apr-2016: (B)(4): for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then had major pain (interpreted as pelvic pain) and complications with bleeding (interpreted as genital bleeding). A surgery was scheduled to remove her fallopian tubes. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion, pelvic pain, genital bleeding and menses pattern changes may occur. Given the nature of the reported events, lack of alternative explanation, and positive temporal relationship, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention will be required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060670) on 11-apr-2016. The most recent information was received on 19-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease"), pelvic pain ("major pain"), salpingitis ("infection ( fallopian tubes were infected and removed)/acute salpingitis involving both fallopian tubes.") And genital haemorrhage ("complications with bleeding") in a (B)(6) year-old female patient who had essure (batch no. D14833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2004, (B)(6) 2007, (B)(6) 2011), asthenia, poor sleep, anxiety, constipation, depression, concentration loss, fuzzy, depression, kidney stone, urinary urgency, urinary frequency, painful urination, back pain and recurrent urinary tract infection. Previously administered products included for an unreported indication: bupropion, synthroid, macrobid, levothyroxine and ortho tricyclen. Concurrent conditions included body mass index normal, amenorrhea, leg pain, hot flashes, dizziness, nausea, delayed period, smoker, dizziness and diarrhea. Family history included hypertension (father), cancer (grandparent) and diabetes mellitus (fh). Concomitant products included oral contraceptive nos from 2004 to 2016 for birth control as well as ibuprofen and levothyroxine sodium (levothyroxin). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced adnexa uteri pain ("pain- fallopian tubes constant, severe"). In (B)(6) 2016, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain- lower abdominal constant, severe"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic discomfort ("uncomfortable on a daily basis and some days it is severe"). The patient was treated with surgery (bilateral salpingo-oophorectomy), surgery (laparoscopic bilateral salpingectomy with extraction of essure device) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, salpingitis, genital haemorrhage, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia and pelvic discomfort outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic discomfort, pelvic inflammatory disease, pelvic pain and salpingitis to be related to essure. The reporter commented: there were no intraoperative complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. On (B)(6) 2016: essure confirmation test: ¿essure was in place¿. (B)(6) 2016: surgical pathology fallopian tubes - bilateral on sectioning the first fallopian tube a portion of coiled thin wire is identified in the lumen. On sectioning fallopian tube #2, no wire is identified. Two additional segments of coiled wire are noted loose in the container. Final diagnosis-bilateral fallopian tubes, bilateral salpingectomy: - acute salpingitis involving both fallopian tubes concerning the injuries reported in this case, the following one/ones was/were reported via medical record: lower abdominal pain, dyspareunia, mood swings, pelvic pain female, headache, most recent follow-up information incorporated above includes: on 19-feb-2018: plantiff fact sheet & medical record received. Events infection fallopian tubes, dysmenorrhea (cramping), dyspareunia, pain- lower abdominal, pain- fallopian tubes, chronic pid are added. Lot number added. Lab data updated. Concomitant & historical condition are updated. Concomitant & historical drugs are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5060670) on 11-apr-2016. The most recent information was received on 03-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("chronic pelvic inflammatory disease"), pelvic pain ("major pain"), salpingitis ("infection ( fallopian tubes were infected and removed)/acute salpingitis involving both fallopian tubes.") And genital haemorrhage ("complications with bleeding") in a 29-year-old female patient who had essure (batch no. D14833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2004, (B)(6) 2007, (B)(6) 2011), asthenia, poor sleep, anxiety, constipation, depression, concentration loss, fuzzy, depression, kidney stone, urinary urgency, urinary frequency, painful urination, back pain and recurrent urinary tract infection. Previously administered products included for an unreported indication: bupropion, synthroid, macrobid, levothyroxine and ortho tricyclen. Concurrent conditions included body mass index normal, amenorrhea, leg pain, hot flashes, dizziness, nausea, delayed period, smoker, dizziness and diarrhea. Family history included hypertension (father), cancer (grandparent) and diabetes mellitus (fh). Concomitant products included oral contraceptive nos from 2004 to 2016 for birth control as well as ibuprofen and levothyroxine sodium (levothyroxin). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain- lower abdominal constant, severe"), adnexa uteri pain ("pain- fallopian tubes constant, severe") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic discomfort ("uncomfortable on a daily basis and some days it is severe"). The patient was treated with surgery (bilateral salpingo-oophorectomy), surgery (laparoscopic bilateral salpingectomy with extraction of essure device) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, salpingitis, genital haemorrhage, abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia and pelvic discomfort outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic discomfort, pelvic inflammatory disease, pelvic pain and salpingitis to be related to essure. The reporter commented: there were no intraoperative complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. On (B)(6) 2016: essure confirmation test: ¿essure was in place¿. (B)(6) 2016: surgical pathology fallopian tubes - bilateral on sectioning the first fallopian tube a portion of coiled thin wire is identified in the lumen. On sectioning fallopian tube #2, no wire is identified. Two additional segments of coiled wire are noted loose in the container. Final diagnosis-bilateral fallopian tubes, bilateral salpingectomy: - acute salpingitis involving both fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported via medical record: lower abdominal pain, dyspareunia, mood swings, pelvic pain female, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
On (B)(6) 2016, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy with extraction of essure device). Most recent follow-up information incorporated above includes: on 22-mar-2017: legal claim received. On (B)(6) 2016 she underwent a laparoscopic bilateral salpingectomy with extraction of essure device. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then had major pain (interpreted as pelvic pain) and complications with bleeding (interpreted as genital bleeding). Follow-up via lawyer revealed that two months after insertion, essure was removed with laparoscopic bilateral salpingectomy. The events were considered serious due to medical significance and are anticipated in the reference safety information for essure. After essure insertion, pelvic pain, genital bleeding and menses pattern changes may occur. Given the nature of the reported events, lack of alternative explanation, and positive temporal relationship, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention was required. Product technical analysis concluded that based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect.